Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d) pt passed away. The pt's widow contacted the boston scientific crm technical services dept shortly after the pt died, and commented that the pt was having trouble breathing, when he choked and vomited beer. Of note, the widow stated that the pt had been experiencing breathing difficulty recently due to his condition. The widow then questioned why the device did not shock the pt when his heart rate slowed down.

Manufacturer narrative:
The boston scientific crm technical services dept discussed how a sick heart may not always respond to device therapy. Additional info indicates that the pt's wife also called the following clinic just after the pt's death, asking about device function. At that time, the following clinic asked the widow if the funeral home could explant the device so that it may be returned for analysis, or if she would allow someone to interrogate the device. Per the following clinic, the pt's widow refused to have the device explanted or interrogated. The following clinic also noted that latitude remote monitoring of the device just prior to the pt's death indicated normal device function. No additional info is available at this time, and available info suggests that the device was buried with the pt. This event will be updated if any additional info is received.